Event description:
It was reported; revision surgery because of loosening of the blocker screws.

Manufacturer narrative:
Method: device not returned; results: the cause of the reported issue cannot be determined because no additional information about the event was provided by the hospital in charge. Conclusion: the root cause is there for not determined and multifactorial.

Event description:
It was reported; revision surgery because of loosening of the blocker screws.